Event description:
Patient was revised to address valgus positioning of the femoral.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information; however, provided information stated poor device position was a contributing factor. The initial reporting indicated the product was not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.